Manufacturer narrative:
A follow up will be submitted following evaluation by the plant.

Event description:
A peritoneal dialysis (pd) patient reported finding a leak near the cassette following a treatment. He continued to use the cycler for 3 days following that event. There was no mention of alarms occurring during the treatment. He was advised to contact his pd nurse during follow up the patient's pd nurse reported the patient has been fine. No medical intervention or incidents. He continued pd with no further issue. He was not prescribed any antibiotic for the event. The set was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.